Event description:
It was reported that during the course of use on a pt, the respiratory therapist smelled a burnt smell and immediately decided to pull the ventilator and take it out of service. (B) (4). (B) (4).

Manufacturer narrative:
(B) (4).